Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 02-may-2017 and it was reported that the catheter was revised on the date of the report due to a granuloma at the catheter tip. The spinal segment of the catheter was revised. During the procedure, a portion of the existing spinal segment of the catheter was removed and discarded and then a new spinal segment and connector were attached to the remaining existing catheter. The pump was also replaced. The pump was delivering dilaudid (40 mg/ml at 22.999 mg/day) prior to the catheter revision. The dose was decreased to 5mg/day after the successful catheter revision. There were no known environmental, external or patient factors that may have led or contributed to the issue. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.

Event description:
Additional information received reported that the patient experienced a sudden change in therapy/symptoms. The patient stated they had slipped on gasoline and then he was not able to pick up his right foot. They told the patient he had ¿drop foot¿. The patient stated ¿drop foot¿ which went away on its own and the patient had new weakness. The patient stated that the granuloma was ¿not fun¿. The patient had a CT scan done about 6 months ago which found a very large granuloma. The granuloma was removed and post removal of the granuloma the patient had to go to physical therapy for about 6 weeks. No further complications were reported/anticipated.

Manufacturer narrative:
Section references the main component of the device system the relevant components include: product ID: 8709sc, lot# n161576017, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter .

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug of an unknown dose and concentration via an implantable infusion pump for spinal pain. It was reported that on (B)(6) 2016 the patient had an MRI performed and a granuloma was discovered at the catheter's tip. No troubleshooting or interventions had been performed yet. A (B)(6) study had not yet been performed. The issue was not resolved at the time of this report. The patient's status was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.